Event description:
During routine placement of a gunther tulip ivc filter, the filter deployed prior to the physician hitting the release button on the deployment device. The filter was retrieved and a new gunther tulip filter was placed. No pt harm.